Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface, chin, and jawline area with 5 ml of juvéderm® volux¿ xc and 3 ml of juvéderm® voluma¿ xc. Two weeks later, the patient experienced a ¿very painful, inflammatory response¿ in the jawline area, noted with ¿inflammation, tenderness, difficulty chewing, and pain.¿ the patient was treated with a round of steroids that ended, doxycycline, pepcid, claritin, keflex and a cocktail of 5fu and kenalog. Two ultrasound guided injections were performed, with the second one showing that although the ¿swelling¿ had calmed down, it was still present and the jaw remained unchanged. The patient ¿could no open their mouth and it was hard to eat or speak.¿ the ¿swelling¿ in the neck was highly involved and there were ¿tender nodules¿ that are visible and palpable. It was initially though to be ¿filler that migrated down,¿ but upon further investigation, it was determined that it could be ¿enlarged, tender, and firm lymph nodes.¿ the patient¿s chin continued to be ¿tender, red, and slightly warm to touch.¿ an ultrasound was performed on the face that showed ¿severe swelling¿ and ¿inflammation that is inline with abscess formation (thickened walls and irregular hypoechoic substance) but is systemic to which was understood to be a possibly unknown autoimmune response. The inflammation cascade has not stopped.¿ the patient went to the ER and received a CT scan that showed ¿possible abscesses on bilateral masseters.¿ the patient was given an IV ceftriaxone, decadron, zosyn, and vancomycin. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-19604). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.